Manufacturer narrative:
Event date in unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s had become inoperable on an unknown date. As result, the ipg was replaced and therapy restored post-operative.

Manufacturer narrative:
The returned device was unable to connect to an in-house clinician programmer (cp) as it was depleted. The battery voltage measured below the end of service (eol) level. A longevity calculation showed that the battery had reached eos due to normal depletion. No device problem was identified. During processing of this incident, attempts were made to obtain complete patient information.